Event description:
According to the op report, this valve was explanted due to endocarditis with chf and sepsis. Tee demonstrated periprosthetic abscess of the sewing cuff with vegetation on the medial and lateral aspects of the valve. At explant, the mitral and aortic skeletal support was "destroyed" resulting in communication between the left ventricle, aorta and left atrium. The mitral valve was "extensively" infected with "destruction" over 2/3 of the annular circumference and the aortic valve (make & model unknown) was "extensively" dehisced. The skeletal support was reconstructed with autologous pericardium and both the mitral and aortic valves were replaced (29ms-601, 2648612-2001-00233 and 21ahps-605, 2648612-2001-00234). The pt experienced coagulopathy after the procedure but was noted to be in "satisfactory" condition.